Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference manufacturer report: 1627487-2018-03444, 1627487-2018-03447, 1627487-2018-03448. It was reported during surgery for elective ipg replacement the doctor noted the patient's lead had migrated. The doctor decided to replace the lead. Reportedly therapy was turned on and effective post-operatively.